Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Additional findings were as follows: the borescope was found damaged channel, the plastic distal end cover has scratches and dents, the objective lens has peeling glue, the light guide lens has peeling glue, the bending section cover has cracked glue, the insertion tube has minor scratches, the control body had scratches, the control knob angulation has play and the scope connector has scratches and dents on the plug unit. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had retained a foreign object in the channel exiting the channel during the diagnostic esophagogastroduodenoscopy (edg) procedure. The device was inspected prior to use and the procedure was completed with the same equipment and there were no delays or patient harm or impact to the patient.